Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was turned off. The customer¿s blood glucose level was unknown. The customer reported that insulin pump was exposed to moisture and making a weird tone then turned off. The customer reported that insulin pump was exposed to moisture and there was fluid under the liquid crystal display. The customer reported that top right corner above the screen has a crack. The customer was advised to discontinue use of the pump and revert to the backup plan. The insulin pump will not be returned for analysis.